Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated shaft requiring surgical intervention; shaft remains in patient. Device issue: separated shaft. It was reported that the catheter broke and remained in the patient. The location of the break was in the distal 50 cm of the catheter. They used I-pass, but could not find the portion of the catheter that broke off; they believe it came back into the aorta, but could not retrieve it. Attempts to snare the separated shaft were unsuccessful, as the shaft could not be retrieved beyond the aorta. They had initially attempted to cross the lesion with a 2.5 x 15mm, but it would not cross, so they tried a 2.5 x 8 mm promus, but it would not cross. They dilated with another company's balloon (size unspecified) and ended up deploying the 2.5 x 8 mm promus. When they went to remove the stent delivery system (sds), the shaft broke. The patient went to surgery, but they were unable to remove the separated portion of the catheter. So the patient underwent a coronary artery bypass graft (CABG). Reportedly, the patient is experiencing neurological changes. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.